Event description:
During the set up for a penumbra stroke sys case, the tech connected the aspiration tubing to the penumbra canister. When the pump was engaged, the canister and lid imploded. The tech then used the back-up pump that was already set up with a canister and then reconnected the tubing. Once the pump was started the canister lid imploded. Another vendor's sys was used to proceed with the stroke case. Later, five other canisters in inventory were insp and it was observed that they were so brittle that the lids broke upon handling. This MDR is associated with mdrs 3005168196-2011-00333 through MDR 3005168196-2011-00339.

Manufacturer narrative:
One of the 7 returned canister bodies shows a fracture and missing pieces of the lower portion of the canister. Two of the other canister bodies show radial cracks in the base. All of the returned lids are in pieces. The individual pieces are extremely brittle and break easily with hand pressure. The canisters are non-functional. The brittleness of the lid material is similar to failures seen in previous complaints. Chemical analysis has been performed on past failures. (B)(4). This info has been conveyed to the MFR of the pump canister. To summarize: overall comparison of samples indicates that failures appear to be linked to oxidation and thermal degradation. Other possible weaknesses may be linked to pigment ((B)(4)) content, variations in the distribution of the pigment, and changes in morphology or "crystallinity." Samples identified as being brittle and that had mechanically failed showed high levels of oxidation products. Two samples were evaluated that had different appearances; either design differences or material differences (translucent, no filler) and these did not exhibit embrittlement and were confirmed to be of a different composition.